Manufacturer narrative:
Instrument was received and investigated. Failure was determined to be due to a failure of the transient voltage protection diode (d16). D16 is the overvoltage protector diode, which blows if the voltage applied to instrument is too high. Customer's instrument has been exchanged. Instrument is performing as intended.

Manufacturer narrative:
Customer has been requested to return instrument for further evaluation. The root cause for the event is unknown.

Event description:
Customer stated that she tried to use instrument and it started smoking and smelled burning. Customer stated that she unplugged instrument right away and instrument has been taken out of service. There was no report of injury due to this event.